Event description:
Heated wire pt ventilator circuit melted. The pt, a premature baby, was not affected by the incident. Humidifier and circuit were removed from service and tested by the bioelectronics staff. During testing neither the humidifier not the pt circuit were found faulty. Device was returned to MFR for further testing.